Event description:
Per (B)(6) (dealer), claims that the end user has developed pressure sores in the buttocks area. The severity of the pressure sores are unk at this time.

Manufacturer narrative:
This cushion was sold to an end user overseas, and it is unk at this time if the cushion will be returned to sunrise medical for an eval. If and when the product is returned, a quality specialist will investigate the cushion and a supplemental report will be filed.